Event description:
Patient had two (2) cypher stents implanted during the index procedure in the mid left anterior descending (lad) coronary artery. The stents were placed in overlapping fashion. The day following the index procedure, the patient complained of chest pain and changes were noted in the electrocardiogram (ECG). Coronary angiography demonstrated thrombus in the stent and distal to the stent. Treatment of the sub acute thrombosis (sat) included aspiration of the thrombus and percutaneous transluminal coronary angiography (ptca) at 20 atm. The inflation time and balloon size were unknown. The physician commented that the probable cause of the sat was that the antiplatelet therapy was started on the day of the procedure, the lesion was heavily calcified, and that the stent was probably underdeployed.